Event description:
Nurse flushed catheter with 3 cc normal saline and 5 cc heparin. Thirty-five mins later the pt was sitting in a chair talking to the nurse, slumped over in the chair unresponsive but breathing on his own. The nurse charted that "a small amount of blood was coming off end of needleless clave connector". A code blue was called. Pt respirations were unassisted throughout. When a physician withdrew a 10cc blood sample from the central line it is charted that the "blood had small amount of air bubbles" pt became fully responsive and answered questions appropriately within a few mins. Cerebyx IV and dilantin administered by mouth. No neurological or respiratory difficulty documented upon followup assessment. It was stated by the nurse, during a phone conversation, that it was unk what caused the clinical event, a seizure was suspected, but the pt had no ill effects and was discharged to home the following day.